Manufacturer narrative:
The explanted lens has not been returned for analysis. Product history record showed lens to be within specifications at the time of release. No similar complaints in the lot. This report was mailed in to FDA on: 12/11/1998.

Event description:
User facility reports surgeon explanted the lens due to a loose haptic and replaced it with the same model lens.